Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument and completed the failure analysis investigation. The instrument was found to have a broken grip at the grip base. The broken piece was returned; however, missing fragments were confirmed and were not returned. Common causes of this failure mode are typically attributed to mishandling and misuse such as excess force applied to the instrument jaws. This damage may be attributed to either device design or use conditions. Regarding device design, fragments can result as retention of the metal injection molding (mim) to the overmold (om) is insufficient. Regarding use conditions, damage to the force bipolar instrument can occur while performing ¿off-label¿ surgical applications, such as need bending/driving and suture snapping, mishandling the instrument causing collisions, and misusing the instrument.

Manufacturer narrative:
Based on the claim against the product, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has not received the force bipolar instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This is considered a reportable event due to the following conclusion: during a da vinci-assisted rectal polypectomy surgical procedure, a fragment from the force bipolar instrument fell inside the patient. The fragments were retrieved during the same procedure.

Event description:
It was reported that during a da vinci-assisted rectal polypectomy surgical procedure, the force bipolar instrument and the assistant doctor's storz (third-party) forceps collided and damaged the jaw and pulley cover of the force bipolar instrument. The damaged pieces were retrieved but the surgeon was unsure if all the fragments from the pulley cover had been extracted. The customer used a backup instrument of the same kind to continue. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the isi clinical sales representative (csr) and obtained the following additional information: the instrument was inspected prior to use and no issue was found. The customer removed the fragment and flushed the patient body after. The surgeon believed the instrument broke due to collision with a laparoscopic instrument. The surgeon did not notice any issues with the functionality of the instrument prior to the breakage. The fragments fell inside the patient during an instrument tip collision. The instrument was removed during the procedure and prior to the breakage with no resistance felt upon removal of the instrument through the cannula. Upon the final removal of the instrument, the wrist was straightened, and the surgical staff didn¿t feel any resistance upon removal of the instrument through the cannula. The surgical staff did not notice any damage to the cannula after the event occurred. Damage on the instrument was noted and the fragments were removed using a laparoscopic instrument. No post-operative tests were performed to check for remaining fragments. The procedure was completed robotically with no additional injury to the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The instrument and fragment(s) were available for return. No photographic images of the device(s) or a video recording of the procedure were available for isi review.